Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The plastic stent kinked. The procedure was successfully completed with an unknown stent. General questions: prior to patient contact. Does the complaint relate to: device placement, device removal. Observation prior to patient contact. If not, with the device in question, how was the procedure finished? With another stent. What was the target location for the stent? Common bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Unknown. Was the wire guide lubricated prior to use? N/a, yes, no, unknown. Was the wire guide inspected for damage prior to use? N/a, yes, no, unknown. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no, possibly. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no, unknown. If not with the device in question, how was the procedure finished? The procedure was successfully completed with an unknown stent. What intervention (if any) was required? None. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day, placed different stent on same day. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) No.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 28-may-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1968077 of zso-7-15 was returned not in its original packaging. On evaluation of the devices the following observations were made: manufacturing records: prior to distribution, all zso devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zso-7-15 of lot number c1968077 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, when placing the guide wire, the prosthesis bent and the wire did not pass confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.